Manufacturer narrative:
Product complaint # (B)(4). Device returned to evaluation site.

Event description:
Complaint description: surgeon finds he¿s finding the expedium torque handles and shafts have been stripping more often. The surgeon wants them all replaced.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon finds he¿s finding the expedium torque handles and shafts have been stripping more often. The surgeon wants them all replaced.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed that the distal tip of the instrument was slightly stripped. No other defect or damage was observed on the instrument. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, noted damage suggests the device was subjected to unanticipated torsional forces during the tightening process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.